Event description:
It was reported by the clinic that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Ts assisted in beeper reset. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.